Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received medical treatment as a result of the site issue. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that sensor had blood at site. Assisted with troubleshooting. The sensor will be returned for analysis.